Event description:
The customer reported to olympus that when using an evis lucera elite gastrointestinal videoscope, there was bad angle. The device was returned and evaluated, and upon estimation, there were foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (bad angle) was confirmed due to the bending angle in the up direction and the play of the up/down knob were out of standard value. In addition to the foreign objects in the nozzle, additional evaluation findings were as follows: the adhesive on the bending section cover had a chip, crack, and a white-clouded area, the forceps channel port was shaved, switch 1 had a scratch and wear, the adhesive around the objective lens was peeled, and the adhesive around the light guide lens had a white-clouded area, the plastic distal end cover had a dent, and the connecting tube had a scratch and a wrinkle. Additional information obtained: the customer cleaned, disinfected, and sterilized the device before sending it to olympus. The customer did not know what the foreign material was. There was a delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. A review of the device history record confirmed the device was shipped in accordance with specifications. It has been four years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material could not be identified. The issue is addressed in the instruction manual: chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system: inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function inspection of the water feeding function 1. Cover the spray valve hole with your finger. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function. Cover the spray valve hole with your finger. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor the field performance of this device.